Event description:
It was reported the ambulance was involved in a rollover accident. There was a stryker cot in the ambulance at the time of the accident and it was reported the cot came loose from the fastener. There was no reported patient involvement, however there were medic injuries reported.